Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, failed volume accuracy testing using new sets on multiple tech stations, was not reproduced. The event history log review was performed. An event occurrence date was not provided, however the last day of customer use, revealed 4 infusions programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. The infusions ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had failed volume accuracy testing repeatedly using multiple sets in the biomedical service department. There was no patient involvement. No additional information is available.